Event description:
It was reported that while using the stylus during a device follow up session the screen was acting as if the pen had been lifted from the screen surface and would stop the actions being performed. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; not able to calibrate. Stylus found out of electrical specification. (B)(4).